Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that following a total knee arthroplasty procedure it was found that while using the robotic assisted saw interface device, left and the robotic assisted saw handpiece devices, the top latch on the left saw interface was loose. The saw had movement even when locked down. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Review of the photo provided had only the identification number of the sasi that was able to be retrieved. No signs of damage nor cosmetic defects that could have contributed to the reported event were observed. With the available photo evidence, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. The actual device was not returned for evaluation. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Visual analysis of the device revealed no significant damage or visual defects. The device shows moderate wear, which is consistent with multiple uses in a clinical setting. Additionally an unknown foreign matter was found within the saw interface port. A functional evaluation was performed and found that the device saw clamp lever articulated freely without the saw wing fixture engaged. However, during functional testing with the fixture attached, undesired movement or play was observed between the sasi clamp and the sasi itself. It was noted that after multiple articulating movements, with and without the fixture, the sasi lever clamp became increasingly stiff and was unable to open and close as intended. Galling is suspected to have occurred internally between the lever pins and the lever component causing the internal metal components to begin to seize. As a result, the sasi is difficult to assemble and disassemble with the matting component. The overall complaint was confirmed as the observed condition of the velys saw interface left would contribute to a device issue. The issue related to the galling and foreign matter is related to maintenance. The issue related to the undesired movement/play is related to device design and has been escalated to a CAPA.